Manufacturer narrative:
The events of capsular contracture, granuloma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient has suffered from increasing pain in the left breast, as well as a swelling of the lymph nodes, capsular contracture baker grade iii due to rupture of the left device, which triggered a large siliconom and contamination of several lymph nodes with silicone" and "depressive episodes".

Event description:
Patient representative reports "patient has suffered from increasing pain in the left breast, as well as a swelling of the lymph nodes, capsular contracture baker grade iii due to rupture of the left device, which triggered a large siliconom and contamination of several lymph nodes with silicone" and "depressive episodes". Device has been explanted.